Manufacturer narrative:
G2: report sources that should have been selected were foreign, health professional, and company rep for this report. The reporting country for this event is china. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further review indicated the event was reported in error.

Manufacturer narrative:
Review of this MDR and or additional information received shows that there is no information to reasonable suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that it was found that the push wire was stuck in the marksman microcatheter in the middle section and it could not be withdrawn no matter how hard it was pulled. The marksman and the push rod were withdrawn from the body as a whole and another marksman was used. After ped-500-35 was fully hydrated, it was found that it could not be pushed into the marksman. After withdrawing the y valve, there was great resistance when pushing out the introduction sheath outside the body. After pushing out the introduction sheath with force, and flipping the small wings outside the body, it still could not successfully delivered into the marksman from the introduction sheath. Therefore, the small wings were pushed out with force outside the body again (due to the extremely high resistance) and the small wings were clipped. Then it was finally successfully delivered from the introduction sheath into the microcatheter marksman. The resistance was still high when delivering the pipeline in the hub of the marksman. After deploying part of the distal end, it was found that the distal end of the pipeline was rough, so the system was withdrawn and the pipeline was pushed out of the body. It was found that the stent was damaged and could not be used. The marksman was re-placed in place and another ped-500-35 was successfully implanted to complete the operation. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The marksman was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured giant aneurysm of the cavernous sinus segment of the right internal carotid artery (ica) aneurysm with a max diameter of 32mm and a 27mm neck diameter. The landing zone artery size measurements were 4.1mm distally and 5.1mm proximally. The access vessel was the femoral artery with a diameter of 10mm. It was noted the patient's vessel tortuosity was moderate. The post procedure angiographic result showed vascular patency.   Ancillary devices include a 8f guiding catheter, marksman microcatheter, and a synchro 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of ped-500-35, lotno:(B)(4) found the pushwire bent at ~109.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. The pipeline flex pushwire was pushed out from marksman catheter without any issues. Based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance during delivery as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the catheter body (kinking), pipeline flex braid (fraying) and pushwire (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to ad vance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.